Manufacturer narrative:
The reported event of low pacing impedance was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right atrial lead exhibited low pacing impedance. The lead was removed and replaced on (B)(6) 2020. The patient was stable.